Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that 2 days post implant the left ventricular (lv) lead was explanted and replaced due to phrenic nerve stimulation. No further patient complications have been reported as a result of this event.